Manufacturer narrative:
Product analysis: it was noted on analysis that the patient cable had an open circuit. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a cable returned with the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.